Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014, resulting in a hypoglycemic event wherein patient became unresponsive and was subsequently hospitalized. Patient's wife heard alarm and attempted to awaken patient, but unresponsive. Patient's wife checked patient's bg levels and reported 47 and declining. Patient's wife administered two (2) shots of glucagon and stated patient's bg then at 19. Patient's wife called an ambulance and patient was hospitalized for two (2) days in a diabetic coma. Patient reported current condition as at home and ok. Patient advised low device setting was at 100 and did not alert until extremely low. At the time of the call to dexcom technical support, no further medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of intermittent audio output could not be confirmed.